Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A verification of failure mode reported in the current manufacturing process was conducted as follows: 190 samples were taken from the current production. The cuff from the samples were inflated and left for four hours. After this time samples were checked to verify if any leak was present however all samples were still fully inflated. Defect reported was not observed in the current manufacturing process. A device history record review could not be conducted since the lot number was not provided. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed. The root cause is unknown. Corrective actions cannot be established. In order to perform a proper investigation and determinate the root cause it is necessary to have the device involved. If the device sample becomes available this complaint will be updated accordingly.

Event description:
Customer complaint alleges "the physician placed the et tube in patient but could not inflate the cuff." Alleged event reported to have occurred during use. Customer reports there was no patient injury or consequence.